Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller was advised to reset the pump and, if unsuccessful, to rely on multiple daily injections as a backup. A replacement pump with updated software was sent to the customer by tandem technical support, along with instructions for storage mode and return of the faulty pump within 10 days.